Event description:
Reporter states paramedics were called due to customer not feeling well; paramedics arrived at 6:30 and his blood glucose result on their meter was 52 mg/dl. Self treated with peanut butter crackers and soda (paramedics did not have to treat him); re-tested at 6:50 on customer's advantage system with result of 55 mg/dl. Customer then reportedly received result of 94 mg/dl on the advantage system and 55 mg/dl on professional's meter within 10 minutes. No quality controls were used. No adverse event reported. Requested return of suspect device and replacement was sent.